Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: seventeen packets of product codevcp442 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please confirm the total quantity of patients in which "the wounds open again due to inflammation on the suture material." Were observed? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s), product codes and lot numbers. If this event occurred in multiple procedures, please provide the following information for each patient event: patient's species, name and age for proper identification. Date/name of initial procedure and date the "post operative regular problems when the suture starts to dissolve." Were first observed. Was there any alleged deficiency with the device noted intra-op or post-op examination? Please explain. Are any samples available for evaluation? Please provide facility contact person¿s name, mailing address and telephone. A shipper kit will be sent to help return the product to us. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral. Strength -= 275 ¿g /m. Investigation summary: five pictures were received to for evaluation. Upon visual inspection of the one pictures received, it was observed a wound with inflammation. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. The manufacturing records could not be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that an animal underwent a procedure on an unknown date and suture was used. Three weeks after the procedure it was noted that the suture was broken as the suture dissolved, and the wounds opened. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please confirm the total quantity of patients in which "the wounds open again due to inflammation on the suture material." Were observed? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s), product codes and lot numbers. If this event occurred in multiple procedures, please provide the following information for each patient event: patient's species, name and age for proper identification. Date/name of initial procedure and date the "post operative regular problems when the suture starts to dissolve." Were first observed. Was there any alleged deficiency with the device noted intra-op or post-op examination? Please explain. Are any samples available for evaluation? Please provide facility contact person¿s name, mailing address and telephone. A shipper kit will be sent to help return the product to us. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Five pictures were received to for evaluation. Upon visual inspection of the one pictures received, it was observed a wound with inflammation. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. The manufacturing records could not be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that an animal underwent a procedure on an unknown date and suture was used. Three weeks after the procedure it was noted that the suture was broken as the suture dissolved, and the wounds opened. No patient consequences were reported. Additional information was requested.